Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptic was damaged.additional information was received stating that, the surgery was completed by using another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).